Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During recovery the patient experienced complications related to pre-existing pulmonary hypertension. A secondary surgery was performed in response to the worsening pulmonary hypertension. Approximately four (4) days post index procedure the patient died.

Manufacturer narrative:
B3: date of event - aware date of 10jan2024 used as event date is unknown.